Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that, prior to implantation of the 34 mm transcatheter bioprosthetic valve, pre-dilation was performed using a 26 mm non-medtronic balloon. Following valve implantation, no paravalvular leak (pvl) or transvalvular leak was observed, and post-implant dilation was not required. Approximately four years and five months after implantation of the index valve, the patient presented with symptoms of not feeling well during physical activity (e.g., playing tennis). No computed tomography (CT) scan was performed at the time of presentation. Structural valve dysfunction (svd) was identified, and the physician suspected a leaflet tear. The aortic regurgitation (ar) index was reported as 25%. A redo transcatheter aortic valve implantation (tavi) was performed five days after presentation. During the procedure, non-selective cannulation of the left coronary artery was performed as part of a clinical trial. Following valve-in-valve implantation of the second transcatheter aortic valve (tav), trivial ar was observed with an ar index of 35%. No gradient was measured, and no changes were observed on electrocardiogram (ECG).